Event description:
It was reported, the customer's drive support cap was damaged. Customer stated their drive support cap was sticking out. Customer also stated they did not drop or bump their insulin pump. There were also no unexpected alarms on the insulin pump. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.